Event description:
The manufacturer was contacted in reference to filters turning black. The patient reports of chest congestion, difficulty breathing, and being hospitalized twice in one month. In the hospital, the patient reports of having her lungs drained (thoracentesis). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation auto CPAP device's filters turning black. The patient reported of having chest congestion and difficulty breathing, and being hospitalized twice in one month due to the chest congestion. In the hospital, the patient reported of having her lungs drained (thoracentesis). The allegation has been reviewed by a pms clinical expert and determined that these allegations of fluid accumulation requiring thoracentesis is assessed as a serious injury not related to the device in this case. In addition, based on available information, the reported events of congestion and shortness of breath are assessed as a non-serious injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.